Manufacturer narrative:
Device received with blank display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test or verify missing segment or partial display due to blank display. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump stopped working and did not turned on. The customer¿s blood glucose was 278 mg/dl. Troubleshooting was done for blank screen. Customer stated that the insulin pump was neither exposed to extreme temperatures nor direct sunlight. Customer was advised to stabilize at room temperature. Customer stated the black screen did not disappear. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.